Event description:
A customer reports that during a procedure, the head of the probe broke inside the patient's eye. It is unknown if the probe head was removed in the initial procedure; however, there was no patient injury or harm reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).